Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon on the console noticed that the fenestrated bipolar forceps (fbf) cable lost movement. When the fbf was removed from the patient's cavity, the rupture was observed. The fbf was then replaced by another, allowing for continuation and completion of the procedure without complications. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. Images associated with this reported event were submitted for review and confirm a broken cable at the distal end of the instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.